Event description:
During the surgery for the t2 recon nail, the end cap could not be inserted into the nail. The surgeon checked the tip of the end cap was in the nail but did not engaged with the nail by ap image. The surgeon cleaned the soft tissue around the end cap and tried to insert the end cap again, but it failed. The surgeon checked the universal rod was engaged with the nail without a problem. The surgery was complete without end cap.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.